Event description:
It was initially reported that a (B) (6) vns patient had recently passed away, but no further details were available at that time. It was later noted that further details are pending a response from the coroner's office. Good faith attempts to obtain additional information have been unsuccessful to date.